Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
An implantable collamer lens was implanted into the patient's left eye (os). Reportedly, "I had evo icl performed a little under 6 months ago and I'm unhappy with the results. Neither of my eyes are 20/20".